Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a mild chest pain. It was noted that the lead had perforated the patient resulting in mild effusion. The lead was explanted and replaced.